Event description:
I obtained my silicone breast implants in (B)(6) 1990. I am searching for answers to my dilemma. Since receiving my implants 21 years ago, I have developed many strange unexplained health problems. I immediately developed encapsulation of both breasts which were "cracked" several times by my doctor. My breasts have always been painful, hard and overly sensitive. I began developing problems with anxiety and depression. I was diagnosed with tmj and tremors. Within five years, I had developed an odd unexplained form of endometriosis, which resulted in a hysterectomy by (B)(6). I have always been skinny as a stick but now have unexplained weight gain. I suffer from chronic fatigue, muscle, joint and just general pain. I have difficulty sleeping, either I don't sleep at all or when I'm really having a flare up all I want to do is sleep. In the past year, I've had a very large, unexplained pleural effusion, I've been diagnosed with meniere's syndrome, severe tinnitus, keratitis, optical migraines and ibs. I have strange tingling, numbness and pain mostly in my feet and hands. I suffer from chronic unrelenting nausea that can last for weeks at a time. I have dry eyes and mouth (severe) resulting in mouth sores. My abdomen will bloat up so big that it looks as if I'm about to give birth. I have a dry cough that has been around for 18 months. I am overly sensitive to lights, sounds and smells. To top it all off I've developed strange red spots (sores), not acne over most of my body. With all of this said the doctor's have been unable to find anything wrong with me. I just don't understand how I can have this many strange problems but nothing is wrong with me. According to the doc's everything is normal. Please help. All of this cannot possibly be normal. Tell me there is a doctor out there who will look at the whole picture and not just pull out one symptom, do a test, determine that everything is normal then drop my like a hot potato. Sorry for the length of this post but I'm just a little frustrated.